Event description:
It was reported that following a urethral bulking procedure, the pt experienced dysuria and vaginal burning which worsened over time to include sever discomort even when sitting down. The pt was diagnosed with severe dysuria, urgency, and frequency secondary to intravesical erosion of the bulking material. An endoscopy was performed and the urethral meatus was carefully cleansed with a bactericidal solution, a local anesthesia was given and sterile water was used for irrigation of the area. The pt has since healed and has had complete resolution of her dysuria and hematuria. She has no incontinence.